Manufacturer narrative:
Maude report number: mw5071105.

Event description:
It was reported that the right ventricular lead had increasing capture threshold over the past year, resulting in the loss of capture. It was also noted that the atrial lead was not capturing after programming. Both of the leads were explanted and replaced successfully. The patient was stable throughout the whole event.